Event description:
It was reported that during a pfa procedure the faradrive steerable sheath (clear) - us was selected for use and air contamination occurred in the device. The farapulse application had already been finished, so the procedure completed there without patient complications. No air seen on patient. The sheath has been received for analysis.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath (clear) - us was selected for use and air contamination occurred in the device. The farapulse application had already been finished, so the procedure completed there without patient complications. No air seen on patient. The device is expected to be returned.

Manufacturer narrative:
When the sheath was returned to the boston scientific's post market laboratory it was first visually inspected, and no abnormalities were noted. Next, the sheath was tested for leaks by testing aspiration and irrigation. During the testing the sheath failed to maintain pressure during positive irrigation testing or vacuum aspiration testing. The sheath valve was then observed under a microscope where a tear was found near the center slit of both the inner and outer valve. Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design.'